Event description:
Patient expired the day after a balloon valvuloplasty procedure was performed using a tyshak ii balloon catheter.

Manufacturer narrative:
A catheter was pulled from inventory and bench testing was performed. The catheter has a labeled rated burst pressure of 2.0 atm and a labeled nominal pressure of 1.5 atm. The comparative catheter from the same lot burst at 3.5 atm during the bench testing. It is unknown whether or not an inflation device with pressure gauge was used as recommended in the instructions for use. The physician stated that he considered the procedure a success and did not have any issues with the catheter. They do not believe it to be device related, but rather a clot that was dislodged that caused the stroke and subsequent death.